Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Pump suction: patient had suction alarms post procedure. After reviewing the logs, multiple suction alarms were observed throughout the run time and high motor current spike and the end most likely due to explant. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a bipella support ongoing for a critical patient when the rp flex was explanted and the 5.5 pump remained on with extracorporeal membrane oxygenation being added. After just 17 hours the patient expired. The patient had been suffering from a groin site ooze and suction. The patient had been given blood products inclusive of red blood cells, fresh frozen plasma platelets, and albumin.